Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.

Event description:
The pt was a young man with an acute stemi and closed lad. The stent-catheter is placed in the stenosis: while connecting the inflator to the hub the nurse discovers a crack in the port of the hub and air bubbles are retracted into the system. The sds is retracted and replaced with a new one. The procedure time was prolonged which potentially could be harmful to this acute pt. However, no adverse events occurred due to the prolonged procedure time. There was no difficulty removing the device from the packaging and no damage to the packaging noted.